Event description:
Multiple pts reporting that tubing leaks where tubing joins 1.2 micron filter. Besides leaking, pts have reported air-in-line below the filter necessitating the pt to disconnect from their catheter to purge air.